Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire stuck inside an introducer needle, protruding 142 mm beyond the needle tip. The guide wire was unraveled. Microscopic examination revealed that the core wire was broken adjacent to the weld. The wire was forcibly removed from the needle. The od of the wire and the ID of the needle were found to be within specification. The undamaged section of the wire was inserted back through the needle without resistance. The device history records for the needle and guide wire were reviewed with no relevant findings. The IFU describes suggested techniques to minimize the likelihood of guide wire damage during use. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire got stuck and then unraveled inside the needle. The entire device had to be removed and a new one inserted. The customer confirmed that there were no clinical consequences as a result of the incident and that the patient is fine.